Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set leakage event on (B)(6)2024. The infusion set was in use for 1 days. No further information available